Event description:
It was reported via maude report (B)(4) that a right hip replacement took place in 2011. The hip has never felt right. Started to investigate when 9 months had past. Still limping. Soft tissue soreness. Not able to cross my right leg over my left. Very sore to the touch. Hard getting in and out of the car. If sitting a long time, hard time transitioning to walking but can walk off the pain after several steps. The stryker was used. Tritanium cluster hole shell, trident x3 polyethylene insert, abgii modular v40 short neck and abgii modular cementless hip system. The doctors are thinking that there is a possible leaching going on from the connector between the ball and the shaft down my leg.

Manufacturer narrative:
Additional information was requested but was not available. Therefore, the root cause of the reported event could not be determined. The device history record review indicated that the devices in this lot were manufactured and accepted into final stock between 09/21/2010 and 04/05/2011, with no reported discrepancies. A review of the sterility records showed that sterile lots 20102591a, 20102781a, 20103271a, and 20110891a were within specification. This is the same pt/event as MFR # 9616680-2012-00533.